Manufacturer narrative:
(B)(4). Batch # p57t5j. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a left hemicolectomy, the device was used to make the anastomosis and they stapled the colon and noticed there was a leak. The device did cut appropriately but the staple was not formed correct. They made a new anastomoses and no long term consequences for the patient occurred. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.